Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patients hearing performance with the device has decreased. No trauma has been reported.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by an external impact, was determined to be the root cause of device failure, even though no such causal event, like an accident, is mentioned in the patient report. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient's hearing performance with the device has decreased. No trauma has been reported. The patient has been re-implanted.